Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Zimmer received on (B)(6) 2014 from (B)(6) a user report regarding a breakage of a wagner cone prosthesis. The user report ((B)(6)) states: "a breakage of a wagner cone prosthesis has occurred. It is reported since 3 weeks pt presented with pain in the right hip, pt cannot remember of having a trauma. A revision surgery has been performed to change the prosthesis."